Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The target lesion was located in the moderately calcified vessel. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 0 atm. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1-initial reporter address 1: (B)(6).

Event description:
It was reported that the balloon ruptured. The target lesion was located in the moderately calcified vessel. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 0 atm. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that the balloon ruptured at 10atm.